Event description:
Major pump unit(s) involved: external control system failure.additional text: low voltage and disconnect alarms while pt connected to pbu.specific component(s) involved: external controller malfunction.additional text: epc-1649 exchanged for new controller.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.